Manufacturer narrative:
The device has not been returned to the manufacturer for eval. Chr showed no other similar product complaint(s) from this lot number.

Event description:
During an attempted insertion of a powerport, the pt coded. Cardiac tamponade was discovered. Despite resuscitative efforts, the pt expired. The cause of events is currently unk. The pt's body was released to the medical examiner for autopsy. The results are pending.